Event description:
It was reported that the atrial lead exhibited capture anomalies and high pacing thresholds. The lead was explanted and replaced during a routine device changeout.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that a partial lead was returned. Multiple insulation abrasions were noted which exposed the outer coil. This likely contributed to the reported electrical anomalies. The abrasions are consistent with constant friction with another implantable device.